Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation, the pulse generator exhibited diagnostics anomaly. On (B)(6) 2017, the device was explanted and replaced. The patient was well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.